Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a lead revision. It was noted that the lead had dislodged several months prior. The lead could not be repositioned so it was explanted and replaced. The procedure was completed successfully without adverse consequence to the patient. The patient was reported to be stable before, during, and after.